Manufacturer narrative:
Findings: unit alarmed pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test due to pump error 38. Unit received with missing display window cover. Unit received with minor scratched display window, case and keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the the insulin pump got damaged. The customer's blood glucose was unknown. The customer stated that the display was scratched. The insulin pump will be returned for analysis.